Event description:
The reported event was that the patient suffered torn submucosal tissue. The surgeon noted having used a storz brand ball probe to medialize the uncinate process and suspected that doing this resulted in a tear in the mucous membrane of the infundibulum. The patient was given ice to apply to the cheek and was cautioned to not blow the nose. There was no report of additional intervention or sequelae related to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).